Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at below nominal pressure, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient serious injury or adverse event were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in balloon 12mm from the tip and approximately 7mm long. There is blood present in the inflation lumen, guidewire lumen, and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at below nominal pressure, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient serious injury or adverse event were reported.